Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity indications for use. It was reported that they were concerned with a pump malfunction because the pump was beeping. The healthcare provider (hcp) stated that the patient was not experiencing any symptoms yet. The technical service (ts) provided the phone number for the national answering service (nas) to page the local rep for a pump interrogation. Additional information was provided from a consumer stated that the pump was alarming, and the patient went to the hospital. The patient representative (rep) stated that the pump had gone dry, but the patient was not supposed to go back to the hcp for a refill until (B)(6) 2025. The agent agreed to send an email to the field regarding the rep request to speak to someone locally from medtronic.

Manufacturer narrative:
Corrected b5/b1/additional info made the event serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity. It was reported that they were concerned with a pump malfunction because the pump was beeping. The healthcare provider (hcp) stated that the patient was not experiencing any symptoms yet. The technical service (ts) provided the phone number for the national answering service (nas) to page the local rep for a pump interrogation. Additional information was provided from a consumer stated that the pump was alarming, and the patient went to the hospital. The patient representative (rep) stated that the pump had gone dry, but the patient was not supposed to go back to the hcp for a refill until (B)(6) 2025. The agent agreed to send an email to the field regarding the rep request to speak to someone locally from medtronic. Additional information was provided from a patient representative stated that the patient was hospitalized due to an empty pump. The patient was admitted to the intensive care unit (ICU) and received baclofen therapy. The patient respiratory issues and covid-19 diagnosis were determined to be unrelated to the medtronic device or therapy. The pump became empty because an insufficient amount of medication was administrated during the prior refill, and a refill could not be performed at that time as both the physician and the company representative were out of town. The pump was subsequently refilled, and the patient was discharged after five days and is currently doing well.